Event description:
The patient has had 4 vaginal deliveries, a promontofixation with tot implantation on date 1, and a cure of cystocele via the vaginal route with tvt implantation on date 2. She underwent an excision of the tape via cystoscopy on date 3 due to vesical pain at the end of micturition postoperatively. On date 4, recurrence of symptoms with exposure of the tape at cystoscopy leading to an excision by transvesical and cystoscopic laparoscopy, followed by the excision of remnants of the transvesical tape by cystoscopy and sectioning of the anterior vaginal tape on date 5. On date 6, the patient consulted again for pelvic pain and urgency. Clinically and via MRI, there was a retraction in the area of the prostheses. Removal of the promontofixation prostheses by robot-assisted laparoscopy was performed on date 7. Subsequently, there was a persistence of disabling vaginal pain and recurrence of urinary stress incontinence.

Manufacturer narrative:
A review of the design history file for the lot number showed no anomalies or deviations were identified, and the device was confirmed to meet all design and manufacturing specifications. No issues found that could be associated with the reported symptoms. Based on the limited information, the complaint could not be confirmed as related to device deficiency.